Manufacturer narrative:
Due to character limitations in e1 event site telephone - (B)(6). Updated fields - b3, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly. Factory-specified tests were performed and clinical usage requirements were met. The iabp was returned to the customer.

Manufacturer narrative:
Updated fields - b4, e1(initial reporter), g3, g6, h2, h6 (health effect ¿ clinical code).

Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by the user that the cardiosave intra-aortic balloon pump (iabp) reported "internal communication failure"after the machine was turned on and the start button was pressed. The user immediately switched to another machine and no personal injury was caused.